Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve implanted 12 years, one (1) month was treated via valve-in-valve intervention due to severe stenosis secondary to bioprosthetic valve degeneration. Per obtained medical records, the patient was deemed high risk for standard operative valve replacement due to multiple comorbidities. The patient therefore underwent a valve in valve procedure. A 23mm transcatheter valve was implanted without complications. The patient remained stable throughout the entire procedure and was transferred to the ccu in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.